Event description:
The micro oscillating saw was sent for evaluation because, it was leaking a black oily substance from around the head of the device during a foot procedure. The substance did not get in contact with the surgical site. An alternate device was not available, as a result, the procedure was completed with the same device. No procedure delay was reported; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the internal components of the device and a sample was taken from the head of the saw.